Event description:
The customer reported that the unit intermittently powers off.

Manufacturer narrative:
The customer reported that the unit intermittently powers off. Philips evaluated the unit, and verified the failure. This failure was resolved by replacing the battery pca.